Manufacturer narrative:
After further review of additional information received the following sections a2, b5, d1, d2a, d2b, d4, d6b, d10, h1 and h6 have been updated accordingly. Concomitant devices: 320-10-05 - equinoxe reverse tray adapter plate tray +5: (B)(6). 320-32-40 - expanded glenosphere, 40mm, for small reverse: (B)(6). 300-01-11 - equinoxe, humeral stem primary, press fit 11mm: (B)(6). 315-35-00 - glnd kwire: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq reverse torque defining screw kit: (B)(6). 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm: (B)(6). 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm: (B)(6). 320-40-03 - humeral liner, 40mm, +2.5: (B)(6).

Event description:
As reported by the equinoxe shoulder study, approximately 4 years, 2 months, and 15 days post-operatively of an initial rtsa, the patient presented with aseptic glenoid loosening. X-ray shows rtsa baseplate failure without increase in pain or trauma; subject was last seen in 2021. The patient underwent revision surgery and the outcome of this event is now considered resolved. The clinical report indicates that this event is unlikely related to the device and definitely related to the procedure.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 300-01-11 - equinoxe, humeral stem primary, press fit 11mm: 6168975. 315-35-00 - glnd kwire: 5903106. 320-10-05 - equinoxe reverse tray adapter plate tray +5: 6186576. 320-15-05 - eq rev locking screw: 6209183. 320-20-00 - eq reverse torque defining screw kit: 6224106. 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm: 6225730. 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm: 6080509. 320-35-02 - small superior augment glenoid plate: 5955433. 320-40-03 - humeral liner, 40mm, +2.5: 5813540.

Event description:
As reported by the equinoxe shoulder study, the 69-year-old male patient had an initial left tsa on (B)(6)2019 and presented with aseptic glenoid loosening on (B)(6)2024. The outcome of this event is considered continuing and with no action taken. The case report form indicates that this event is unlikely related to the device and definitely related to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d1/d2a/d2b, d4, h6. MDR section codes updated/corrected: b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of aseptic glenoid loosening. However, the loosening cannot be confirmed and potential contributions of user or patient-related considerations could not be assessed as the component was not returned for evaluation and no images, radiographs, or relevant clinical information were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.